Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 377845 lot# v050384018, explanted: 2012 (B)(6), product type lead product ID, 3708320, serial# (B)(4), explanted: 2012 (B)(6), product type extension product ID, 3487a-45, lot# v045429, explanted: 2012 (B)(6), product type lead. (B)(6).

Event description:
Additional information was received. It was reported that the patient was not experiencing pain relief in her leg with the device on. The patient met with a manufacturer representative and her follow-up doctor on (B)(6) 2012, and it was stated that two of the leads were discovered to be "not working." The percutaneous leads were "non-functioning." It was stated that the device "went defective" between (B)(6) and (B)(6) 2012 and the patient experienced pain in the hip and lower back where the leads would be. The pain was worse when the device was on. The device was turned off due to the pain. It was noted that in (B)(6) 2010 the patient's son squeezed her back and the patient felt a "whole bunch of pain." The entire system was explanted.

Event description:
The pt felt a poking sensation at her spinal cord area. She believed she may have pulled the implantable neurostimulator lead loose. The sensation began after the pt was playing with her son. The pt discussed the event with a field representative. The implantable neurostimulator was reprogrammed and the pt was no longer having problems with the system. About 5 months later the pt was seen in clinic due to a complaint of feeling stimulation in the wrong location and a loss of therapeutic effect. The stimulation programs that used to deliver stimulation to the bottom of her foot was stimulating the pt's calf and thigh. The pt felt shocking at the implantable neurostimulator site which did not go away when the device was turned off. The pt symptoms occurred after the pt was wrestling with her son. Implantable neurostimulator interrogation revealed impedances were greater than 3600 ohms on electrodes 0 and 3. Impedances on electrodes 8-15 were normal. X-rays were taken which showed the octapolar lead, but not the quadripolar lead. More x-rays were planned. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.